Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/08/2016 (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent left adductor and gracilus lengthening of the iliopsoas left vdro and dega osteotomy on (B)(6) 2015 and suture was used. The patient experienced suture spitting at the wound site and infection. Approximately nine days post-op, the incision site opened when the patient was on the commode. The duoderm was removed. The surgeon recommended steristrips to close the incision and covered with extra thin duoderm. It was reported that no re-suturing was indicated. The patient was discharged to home and it was reported the wound healed on discharge.